Manufacturer narrative:
Device evaluation summary: visual analysis: visual inspection of the opened device shows evidence of some damage to the cannula body at the neck area. The introducer stopped at the same location as the damaged area. Dimensional measurements are as follows; cannula tip ID was measured using a plug gage to be 0.076 inches the specification, m725668b001 has the tip ID to be 0.071 to 0.076 inches introducer od was measured using a keyence scope to be 0.077 inches the specification, m725645b001 has the od to be 0.077 +0.002 / -0.001 inches. Reason for return was confirmed. Conclusion: medtronic received information that prior to use of both these bio-medicus arterial cannula the stylet on the cannula would not prop erly go into the cannula. The devices were replaced to continue with the procedure. There is no patient involved in this event so no adverse effect occurred. Complaint is confirmed for damage. Analysis found evidence of some damage to the cannula body at the neck area. After analysis the cause of this complaint could not be determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. A review of complaints received from july 2020 through july 2021 for this model number found no similar occurrences. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends per the product quality meetings procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of both these bio-medicus arterial cannulae the stylet on the cannula would not pro perly go into the cannula. The devices were replaced to continue with the procedure. There is no patient involved in this event so no adverse effect occurred. Additional information from the sales rep: one cannula was saved and will be returned (lot# 219829849). The second cannula, only the packaging was saved because the cannula was discarded accidentally by the surgery team.